Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up report at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
In this case the customer reported that the monitor displayed an image artifact that lead to abortion of the procedure. No patient or user harm. Based on the available information, this issue has been determined to be a reportable event and is currently under investigation.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided procedure being aborted and the system was down. The philips field service engineer (fse) inspected the system onsite and confirmed that system had an image artefact. Upon functional test fse found the detector had failed on the system. Fse replaced the detector and completed all necessary calibrations. After replace detector, system was returned to use in good working order. The codes were updated based on the investigation outcome.